Event description:
It was reported that after unpacking, the coil was observed to be broken. There was no patient involvement.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that after unpacking, the coil was observed to be broken. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, a visual inspection as well as a functional evaluation could not be performed. Information available indicated that the break was observed after unpacking. Based on the information available, it is possible that the reported break may have occurred as the device was unpacked.